Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type catheter. The catheter was returned for analysis. Analysis of the catheter found ¿catheter body ¿ kink observed¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were malignant pain and other carcinoma. On (B)(6) 2020 the healthcare provider reported loss of pain relief, a pump alarm-pump empty. The environmental, external or patient factors that may have led or contributed to the issue was the patient missed their refill appointment for the end of december due to unrelated medical conditions. The physician went to refill the pump on (B)(6) 2020 with saline and removed 10cc of medication when the pump empty alarm was active. The diagnostics and troubleshooting performed was on (B)(6) 2020, the physician attempted a dye and rotor study. The motor worked but the physician was unable to empty the catheter. The actions and interventions taken to resolve the issue was the patient would be scheduled for a catheter revision. The tentative date for the revision was (B)(4) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Event description:
Additional information received from a manufacturer representative (rep) reported the catheter was replaced with a new 8780. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.